Event description:
Distal 4-5 cm of the catheter broke off in l4/5 disc during catheter placement. Catheter had not been heated and physician did not attempt further treatment of that disc. A second catheter was attempted to be placed to treat another disc but the physician could not position the catheter successfully. The case was concluded with no thermal treatment delivered. 14 days later, physician performed a lumbar laminectomy to remove the catheter fragment. No additional complications have been reported.